Event description:
Customer's mother called reporting two hospitalizations. On (B)(6) 2013, there was a 911 call for low blood glucose levels. Customer was unconscious and not responding. The insulin pump was dead and it never turned back on. Customer's blood glucose level was 26 mg/dl. She was not in an accident. She was admitted to the ICU until (B)(6) . The cause for the hospitalization was lack of insulin. The second hospitalization occurred on (B)(6) 2014. The customer could not be woken up. She was not in an accident. Her blood glucose level was really low, but can't remember the exact level. Customer was admitted to ICU until (B)(6) . The cause of the hospitalization as per the doctor was diabetic ketoacidosis due to lack of insulin. Customer also reported alarms during manual prime process. During troubleshooting, insulin exited the pump during manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.